Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 20 (position out of range) error message during a call last week. On jan. 10, 2024, the crew that was coming on shift swapped out their autopulse li-ion batteries and the platform was checked as usual. No errors were displayed. At 1800 hours they responded to a call involving a male patient who was not conscious and not breathing. When they arrived on scene manual CPR was started. They placed the patient on the device. The crew reported the patient was adjusted accordingly. They advised the autopulse lifeband did properly wrap around the patient's chest. The crew stated the platform only did one chest compression and displayed (ua) 20. The crew stated they had readjusted the patient to the device. However, the autopulse repeated its one chest compression. The crew attempted this twice but could not utilize the device. Manual CPR was done in transport. Manual CPR was done for a total of 15 minutes. No impact or consequence to the patient. After the incident the crew placed their CPR mannequin onto the device. The autopulse repeated with only providing one chest compression and displayed (ua) 20. Thus, the device was removed from service.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.